Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the clutch pedal on the surgeon side console (ssc) foot tray had physically come off. The customer stated that the surgeon had moved over to the other ssc to continue with the surgery. The procedure was converted to another da vinci surgical system with no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was confirmed via field evaluation, which verified that the clutch pedal was broken. The fse removed and replaced the damaged footrest assembly to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the footrest assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce and confirm the customer reported complaint the clutch pedal on the surgeon side console (ssc) foot tray had physically come off. Visual inspection found the unit was in good condition; however, the clutch pedal was found broken.